Event description:
Caller alleges inaccuracy with inratio. Results as follows: first test inr = 5.3; second test inr = 3.5; third test inr = 4.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot : ni. First test inr = 5.3; second test inr = 3.5; third test inr = 4.3; mean = 4.4; sd = 0.90; %cv = 20.7%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Strip lot# was not provided, therefore, further testing cannot be done. "Used venous sample from bt tube." This may appear to be a technique issue.